Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. Unable to verify for a21 alarm due to no button response. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker. The insulin pump received without the original pump belt clip slot, and no damage on the pump belt clip slot noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error. Customer took out the battery and the device alarmed unexpected restart. Customer's blood glucose was 79 mg/dl. Alarms and possible causes were explained to the customer. Customer reported the device was on his waist pressed against the skin the whole time, when asked if he recalled any significant events that may have cause the device to alarm. Customer was advised to revert to back up plan. No further information reported.